Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, it was unable to recover the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to close because the open/close sensor was not functioning, as indicated by the sensor led indicator being off. A field service engineer had shut down the station, replaced the open/close sensor, and then powered the station back on, which successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.